Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Five (5) attempts have been made to obtain; patient treatment settings, patient information, patient photos, incident form which was not provided. According to lumenis service engineer: "checked power output of alex and yag separately and together per service manual. All tested within spec. Also checked cust settings power output. Tested ok. Verified unit safety and proper operation. System meets all manufacturer specifications. System is safe and ready for use." Malfunction is not the suspected cause of the adverse event. No incident forms were sent to lumenis, thus clinical evaluation wasn't performed. While the information received to date does not confirm that a serious injury occurred, because of the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an abundance of caution. The root cause of the adverse event is not clear. Should significant additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. Lumenis is not the manufacturer of the splendor x device which was used during this procedure, lumenis has forwarded the information of this event to the legal manufacturer, bios (B)(4).

Event description:
A user facility reported that after treatment with splendor x, the patient suffered from burns. Also the customer reports that the patients have red skin and feeling pain during treatment.